Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. Device history lot part number: 04.210.112ts, lot number: 6l79993, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: mar. 20, 2020, expiry date: mar. 01, 2025. Device was first manufactured unsterile under the lot 40p4062 in the us and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 04.210.112 with lot 40p4062 need to be reviewed: manufacturing location: monument release to warehouse date: feb 05, 2020 part number: 04.210.112, 2.4mm ti va locking screw stardrive 12mm lot number: 40p4062 (non-sterile) lot quantity: 232. Production order traveler met all inspection acceptance criteria. Inspection sheet, mill shaft thread / head thread / flute, ns069869 rev e met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during inspection or release that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿two column plate radius cannot be fixated properly¿ does not indicate breakage. Therefore, review of the raw material would not be pertinent to the reported complaint condition. Device history review aug 21, 2020: DHR reviewed . This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review /investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history: part number: 04.210.112ts, lot number: 6l79993, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 20. Mar. 2020, expiry date: 01. Mar. 2025. Device was first manufactured unsterile under the lot 40p4062 in the us and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 04.210.112 with lot 40p4062 need to be reviewed: manufacturing location: (B)(4), release to warehouse date: 05-feb-2020, part number: 04.210.112, 2.4mm ti va locking screw stardrive 12mm, lot number: 40p4062 (non-sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, mill shaft thread / head thread / flute, met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during inspection or release that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿two column plate radius cannot be fixated properly¿ does not indicate breakage. Therefore, review of the raw material would not be pertinent to the reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a patient was treated for a secondary disassociated distal radius extension fracture on (B)(6) 2020. Intraoperatively, the two column radius plate could not be fixated properly. All implants remained in patient. Surgery completed successfully. This is report 8 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: code 3191 used to capture surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that during the revision surgery the screw couldn't be locked properly. Surgery was completed successfully with another screw. Patient outcome is reported as good. This report captures the intra-op event where two column radius plate cannot be fixated properly during the revision procedure, while related complaint (B)(4) captures the post-op event where the fracture wasn't fixated as planned.